Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 715 (mg/dl) and diabetic ketoacidosis determined to be dangerous. While in the ER, customer was treated with intravenous insulin. Customer was released from the ER the next day with a bg level of 121 (mg/dl). Customer indicated that they were feeling better at the time of the release.